Event description:
It was reported that the insulin pump alarmed an error. The reporter did not know the blood glucose reading. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed the displacement test. The device was received with motor error alarm during the basic occlusion test due to loose/flush drive support disk. Unable to perform prime/compromised force sensor system test, excessive no delivery test and occlusion test or verify compromised force sensor system alarm due to motor error alarm.